Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0202 - defective component.

Event description:
Small hole found in tubing below the pump segment on 2 sets. (B)(6) 2023 - received an email response from complainant for information requested. Answers added in follow up tab. Refer email attached. 1) lot number information not found in track wise. Please verify the lot number : lot/batch #259454. Additional clinic visit to complete chemotherapy. Not a full administered therapeutic dose due to leaking set.